Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: section d7 implant date was inadvertently left out of initial report. Section h6 device code has been updated.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2020-21971. It was reported the patient experienced uncomfortable stimulation following implant of the permanent scs system. To address the issue, the physician explanted the system on estimated date of (B)(6) 2016 due to uncomfortable stimulation (exact date is unknown).